Event description:
The implant surgeon, dr, reported the following event to the sales rep from stryker, mrs : during the tightening of the screws on the plate, the screwdriver broke.

Manufacturer narrative:
(B) (4). As part of a quality system improvement plant, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 268 reportable events associated with this event type (malfunction - broken or damaged instrument) and product code (B) (4).